Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's ipg replacement surgery, please see in reference MFR 1627487-2019-00037, the physician damaged the patient's lead when reconnecting to the ipg header during installation. As a result, the patient may undergo surgical intervention.

Event description:
Follow up revealed that the patient's lead was explanted and replaced, and therapy was restored post-op.